Event description:
Approximately ten and a half months after the implant, the log file analysis indicated multiple electrical faults, high watts and vad stops. The clinical specialist detected a broken wire in the driveline, and a splice repair was conducted two days later. Patient presented on single stator operation (rear stator). Visible observation showed the yellow wire was severed about 6 inches from the connector which log files confirmed. The site was informed of all risks and elected to have the repair performed in the ICU with the or on standby. The patient was started on inotropes and heparin. The procedure was performed without issue and with a minimal pump off time (27 seconds) during disconnects and reconnects. The patient suffered no adverse effects. The driveline was repaired with no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Analysis of the controller log files revealed four 'electrical fault' alarms, nine 'vad stopped' alarms and five 'high power' alarms correlating to the reported event. A driveline malfunction was suspected, suggesting that there was a faulty wire between the pump and the controller; further visual inspection found a severed yellow wire on the driveline cable. The confirmed malfunction is related to the reported event. The most likely root cause of the damaged driveline and subsequent alarms and vad stops could be a weakened driveline area due to a previous damage combined with an excessive tensile force applied to it. Applicable risk documentation and experience with events of similar circumstances were considered; events with an intermittent electrical connection of the driveline are most often attributed to a tensile force on the driveline connector and result in partial loss of electrical continuity. No harm or injury was reported to this patient as a consequence of the reported event or the repair procedure performed. There are no clinical factors that would have contributed to this event. The most likely root cause of the damaged driveline and subsequent alarms and vad stops could be a weakened driveline area due to a previous damage combined with an excessive tensile force applied to it. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use (IFU) states about electrical faults -a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the system motor, driveline and connector or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the system pump will be running on a single stator and will consume slightly more power. The IFU also provides instructions and surgical technique to avoid contamination of the driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.